Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) and stent were returned with a microcatheter. The stent (subject device) had been deployed (as per the event description, the physician pushed the flow diverter stent out of the microcatheter on the operating table to check). The stent was fully opened but curved having most likely taken on the shape of the vessel it had been deployed. The proximal and distal ends of the stent had frayed braid edges with the wire mesh compressed. The sdw was kinked/bent towards the distal end. The distal end of the resheath pad had been pushed onto the distal marker band and was stuck. The sdw distal coil winds were stretched between the distal protection assembly (dpa) /petal and the epoxy on the proximal side of the dpa/petal. The microcatheter was inspected and found to be intact with no anomaly noted. The introducer sheath was not returned. A functional evaluation could not be performed for the stent, as the stent was returned having been deployed. The microcatheter was flushed, and a 0.027" pin gauge was inserted into the hub without difficulties, it met the proximal end of the catheter shaft when inserted into the microcatheter hub. The microcatheter was flushed and a 0.0265" patency mandrel was advanced through the microcatheter shaft with slight friction felt towards the distal end and crystalised procedural fluid was removed from the tip of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during navigation of the flow diverter device to the target site, during advancement of the stent delivery system through the patient¿s anatomy and none during the implant (stent) deployment. The flow diverter was not recaptured back into the microcatheter. In the physician¿s opinion, the cause of the reported issue was that the stent was hard to be retrieved. According to the physician, the adverse event was related to the stent system. There was no allegation against the microcatheter. During analysis, the damage noted to the returned device indicates that a significant force was applied during adjusting the stent in the microcatheter. The damage to the sdw indicates a significant force was applied while advancing the stent, most likely inside the microcatheter which caused the sdw to kink/bend and the resheath pad to get pushed onto the distal marker band. The stretched coils between the petal marker band and epoxy indicates the sdw was being pulled or retracted against a force most likely due to the resheath pad getting stuck on the marker band. This would have contributed to the difficulty experienced retracting the stent into the microcatheter as the resheath pad over the marker band would have resulted in a significantly larger outside diameter. The crystalised procedural fluid found inside the microcatheter may indicate that continuous flush was not sufficient to prevent retrograde blood flow into the microcatheter and this would have contributed to the need for force to be applied while advancing the stent. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and as analysed ¿stent deformed¿, 'sdw kinked/bent' and 'sdw deformed' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during internal carotid artery (ica) aneurysm procedure, the physician found that the anchoring position of the subject stent was not optimal and hence, decided to retrieve and redeploy the subject stent. However, the physician found it difficult to retrieve the subject stent, feeling that the subject stent was stuck at the tip of microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during internal carotid artery (ica) aneurysm procedure, the physician found that the anchoring position of the subject stent was not optimal and hence, decided to retrieve and redeploy the subject stent. However, the physician found it difficult to retrieve the subject stent, feeling that the subject stent was stuck at the tip of microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.